Manufacturer narrative:
On 8/2/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lots received were 5611983 and 5604826. The affected breast implant is siltex chp lumera gel, 675cc, catalog 3241501. PMA/510(k) number is unknown, when the information is known , a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified gel mentor breast implant and experienced rupture on the left breast implant. Doctor thinks implant ruptured during her daughter's child birth. As a result, the patient had undergone removal and replacement with allergan breast implants on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, during analysis of the sample was found ruptured and received incomplete in two pieces. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. A manufacturing record evaluation (mre) was performed for the finished device number 5611983, and no non-conformance's related to the reported complaint were identified. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/19/2019, it was reported to mentor that the PMA/510(k) number for the affected device is unavailable as it is a discontinued product. Manufacturer¿s reference number: (B)(4).